Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause was a software communication error between the drivetrain motor and the processor board. Review of the archive data showed a system error 71 (motor drive train command issue), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The customer stated that the red and green leds were illuminated. When the autopulse is powered on, the power led (green) illuminates, indicating that the platform is powered. When a system error occurs, the alert led (red) illuminates per design. System error 71 is a software logic-related fault triggered when communication between the drivetrain motor and the system processor board fails. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error 71, and the firmware was reinstalled to resolve the issue. The autopulse platform was tested with the large resuscitation test fixture (lrtf) using known-good test batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. Following service, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).

Event description:
During morning checks, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". The customer reported observing the green and red leds remain illuminated. The customer was unable to reset the platform or troubleshoot. No patient involvement.